Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Rings turned during final tightening of the screw. Plate was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Detail of screw involved in incident:part no. Lot no. Mfg date14-521512 948760 07/16/2009dhrs were reviewed and no anomalies were identified.